Manufacturer narrative:
Insulin pump received with unresponsive buttons due to electronic assembly damage by moisture. The motor assembly found with moisture damage. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on her insulin pump is unresponsive. Customer also stated that he received a battery out limit and is unable to clear it due to unresponsive key pad. It was reported that the customer was outside watering prior to the unresponsive keypad. No further information reported.